Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient visited an emergency room with a blood glucose of 453 mg/dl with symptoms of thirst, nausea, shortness of breath, and diabetic ketoacidosis. The patient was treated with intravenous glucose and fluids. The reporter stated that the pump had been emitting frequent occlusion alarms. The reporter stated that the sensitivity to occlusions had been set to high. During the course of troubleshooting the patient was able to manually prime the tubing with no issues. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there were multiple occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there were no intermittent conditions found on the force sensor circuit. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).